Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, it was noted the liner would not seat into the cup. Another acetabular cup and liner was used to complete the procedure. There was a delay greater than 30 minutes in the procedure. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged infection. An invoice history could not be located to confirm the surgery dates and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-06406/06407, 06409, 06411 and 06413/06414).